Event description:
As reported by the field clinical specialist fcs), post successful valve deployment during a transfemoral tavr procedure with a 29mm sapien 3 valve, the distal portion of the expandable esheath was observed to be split upon removal.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
It was initially reported by the field clinical specialist (fcs), that post successful valve deployment during a transfemoral tavr procedure with a 29mm sapien 3 valve, the distal portion of the expandable esheath plus was observed to be split upon removal. However, upon further engineering evaluation of device images provided by the fcs, the distal tip was not observed to be split. This complaint is not considered to be a reportable event and a corrected report is being submitted.